Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that there was increase in atrial lead threshold. It was also reported that testing in unipolar mode had "worse results". An x-ray of the lead showed no slack and the lead was later reported to have been dislodged. The lead was explanted and replaced. No patient complications were reported as a result of this event.